Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the objective lens was chipped, component failure of objective lens (similar damage caused additional scratches), the light guide bundle was chipped, component failure of distal end of the video telescope. The plating on the tip of the rigid tube has peeled off, poor image due to the charged coupled device (ccd) and component failure of the ccd. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer's allegation, no problem was detected. Regarding the reportable issues found during the investigation, the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented an air leakage. The issue occurred during service / maintenance (not in a clinical setting). There were no reports of patient involvement.